Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received a minimum fill message when attempting to load multiple cartridges with 200 units of insulin. Reportedly, the customer added additional insulin to the cartridge, or loaded a new cartridge onto the pump to resume insulin delivery. There was no reported impact to customer's blood glucose level.